Event description:
It was reported that the 840 ventilator's upper graphical user interface (gui) display was erratic. The ventilator was not in use on a patient at the time of the reported event. A covidien field service engineer (fse) inspected the device and confirmed the reported condition. To address the failure, the fse replaced the gui central processing unit (cpu) printed circuit board (pcb) and updated the backlight inverter pcbs. The fse performed self-testing on the device and all tests passed.

Manufacturer narrative:
The graphical user interface (gui) printed circuit board (pcb) was returned to medtronic¿s product analysis laboratory. A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. If information is provided in the future, a supplemental report will be issued.